Event description:
This is a solicited case report received from a pharmacist in (B)(6) on (B)(6) 2016. It refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(6) and had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016, lot number e25507 (expiration date 28-aug-2018). Study description: (B)(6). During insertion of one essure implant, a small metallic rod which should be attached to insert, remained attached to delivery catheter. There was no mistake with device handling. Full device was kept. Bilateral insertion was performed with insert concerned by the event. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who was involved in a reimbursement activity for essure (fallopian tube occlusion insert). During insertion, a metallic rod which should be attached to insert, remained attached to delivery catheter. Bilateral insertion was achieved. Device breakage is an anticipated event in the reference safety information for essure. Given the nature of this event and the fact that it occurred during insertion, a causal relationship with essure device cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. A product technical complaint, including lot number analysis, is being sought. Further information has been requested.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 16-jan-2017: no further information could be obtained despite follow-up attempts. Company causality comment: this medically confirmed case report refers to a female patient who was involved in a reimbursement activity for essure (fallopian tube occlusion insert). During insertion, a metallic rod which should be attached to insert, remained attached to delivery catheter. Bilateral insertion was achieved. Device breakage is an anticipated event in the reference safety information for essure. Given the nature of this event and the fact that it occurred during insertion, a causal relationship with essure device cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Manufacturer narrative:
This case was reported by a pharmacist and describes the occurrence of device breakage ("small metallic rod which should be attached to insert, remained attached to delivery catheter (during placement)") and complication of device insertion ("small metallic rod which should be attached to insert, remained attached to delivery catheter (during placement)") in a (B)(6) year old female patient who had essure (batch no. E25507) inserted. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure treatment was not changed. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device breakage to be not reported (study) to essure. The reporter commented: it was reported that damage device insert (inner coil remained attached to handle) occurred during placement. At the time of deployment and withdrawal of catheter we noted that the inner coil remained attached to the handle. The damaged was not part retrieved and was not available. The patient did not suffer any injury. The instructions for use were respected and no deviation from the placement procedure as described in the instructions for use. Essure was not removed and it was not medically necessary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1641 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 30-jun-2017: update of quality safety evaluation of ptc (sample received) company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 3-feb-2017: the device breakage questionnaire received. Company causality comment: this medically confirmed case report refers to a (B)(6) female patient who was involved in a reimbursement activity for essure (fallopian tube occlusion insert). During placement, a metallic rod which should be attached to insert, remained attached to delivery catheter. Bilateral insertion was achieved. Essure was not removed. Device breakage is an anticipated event in the reference safety information for essure. Given the nature of this event and the fact that it occurred during insertion, a causal relationship with essure device cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: 2016-054477) received on 19-dec-2016: (B)(4). Date of manufacturer: 28-aug-2015. Expiration date: 28-aug-2018. For cases where a device failure is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who was involved in a reimbursement activity for essure (fallopian tube occlusion insert). During insertion, a metallic rod which should be attached to insert, remained attached to delivery catheter. Bilateral insertion was achieved. Device breakage is an anticipated event in the reference safety information for essure. Given the nature of this event and the fact that it occurred during insertion, a causal relationship with essure device cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information has been requested.